Manufacturer narrative:
H6: investigation summary a device history review was conducted quality notifications and maintenance records were checked where no records potentially related to failure were found. The image and made available were analyzed and it was possible to observe dented cannon. After the evaluation of the records, the potential cause for occurrence was a failure in the conveyor that transfers the material to the packer. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd eclipse¿ needle hub was found damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "the team showed that the needle hub is wrinkled."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle hub was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the team showed that the needle hub is wrinkled."